Event description:
It was reported that the right ventricular (rv) lead exhibited high/fluctuating impedances, and high thresholds. After being monitored for a month with continually fluctuating impedances, the pocket was opened, and the lead was tested using an analyzer. Using the analyzer, the lead impedances and thresholds were within normal limits. The lead was reconnected to the device, and tested once more, still indicating impedances and thresholds within normal limits. Subsequently, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/fluctuating impedances, and high thresholds. After being monitored for a month with continually fluctuating impedances, the pocket was opened, and the lead was tested using an analyzer. Using the analyzer, the lead impedances and thresholds were within normal limits. The lead was reconnected to the device, and tested once more, still indicating impedances and thresholds within normal limits. Subsequently, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Alerts: oot subthreshold lead impedance alerts are recorded on (B)(6) 2013. Impedance/high impedance: v pace impedance rises from an approx. Baseline of 456 ohm to 1000 ohm and then to > 4000 ohm beginning the week ending (B)(6) 2012. Concomitant products: 4076 implantable pacing lead - (B)(6) 2007. 4194 implantable pacing lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Alerts: oot subthreshold lead impedance alerts are recorded on (B)(6) 2013. Impedance/high impedance: v pace impedance rises from an approx. Baseline of 456 ohm to 1000 ohm and then to > 4000 ohm beginning the week ending (B)(6) 2012. The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/fluctuating impedances, and high thresholds. After being monitored for a month with continually fluctuating impedances, the pocket was opened, and the lead was tested using an analyzer. Using the analyzer, the lead impedances and thresholds were within normal limits. The lead was reconnected to the device, and tested once more, still indicating impedances and thresholds within normal limits. Subsequently, the device was explanted and replaced. No patient complications have been reported as a result of this event.